Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touch screen unresponsive issue was verified, but the touch screen cracked/ shattered issue could not be verified. A different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.